Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient's family member that a patient alert sounded from the device and the patient was trying to send a remote monitoring transmission but it was not working. The device is still in use. No patient complications have been reported as a result of this event.